Event description:
Caller reported an issue with incorrect time on the pump, which required adjustments to the time, personal profile, or settings. Blood glucose levels were not adversely impacted, staying within normal range as no levels above 500 mg/dl or below 54 mg/dl were reported. Technical support assisted in updating the pump time and advised the caller to monitor for any recurring time discrepancies greater than five minutes, which the caller acknowledged and understood.